Event description:
It was reported that an obese pt had two fluoro guided surgeries two days apart. Both cases lasted for hours, and the pt received a possibly significant radiation dose. The hospital physicist stated that he is anticipating that "the pt may exhibit symptoms in the coming weeks or months." At this point in time, there is no information regarding the pt's state of health.

Manufacturer narrative:
Siemens local service was dispatched to the reported site. The engineer ran tests and the system was checked for performance. No failures were noted. The system dose calibration was checked and found to be within specification. The engineer submitted the results to the factory. The factory investigation does not indicate a malfunction or deterioration in the characteristics or performance of the device. The log file assessment for both days that the reported pt was treated confirmed that no failure or malfunction occurred. The exam protocol and log files indicated that the pt received 88 acquisitions and 280 minutes of fluoro in the first session with a total dose of 40.5 gy. Two days later, the pt received an additional 37 acquisitions and 220 minutes of fluoro with a total dose of 34.9 gy.